Event description:
Litigation papers allege the patient experienced great pain, disfigurement and deformity and permanent disability. Papers also allege excessive levels of chromium and cobalt in her blood. **update** (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to metallosis, gray fluid, caseous material throughout the joint, greenish gray stained synovium, scar tissue, and bone loss.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the patient experienced great pain, disfigurement and deformity and permanent disability. Papers also allege excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.